Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted to hospital due to diabetic ketoacidosis, hyperglycemia, vomiting and difficulty breathing, from (B)(6) 2019, until (B)(6) 2019, with 900 mg/dl blood glucose level. Customer discontinue used of insulin pump and was treating with manual shots in hospital. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer reported that the insulin pump was replaced due to blank display. The insulin pump will not be returned for analysis.